Event description:
The customer reported a button error alarm and a frozen screen. Troubleshooting was performed, but the frozen screen issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned, no conclusion can be drawn at this time, we, therefore, consider this report complete to the best of our knowledge.